Manufacturer narrative:
The manufacturer had previously reported an allegation of a ventilator inoperative condition occurring. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. . The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.